Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with the reported event was not returned. The investigation could not verify or identify any product contribution to the reported event with the information provided as the reported device was not returned for evaluation. Based on the investigation findings and the inability to confirm the reported event or draw any conclusions about the root cause, it has been determined that no corrective and/or preventative action is proposed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the device lot number is unknown, therefore a device history review could not be performed.  If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
Product complaint # (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2006, the primary surgery was performed via tka with the insert in question. The patient visited the hospital on an unknown date on (B)(6) 2023, and the spin-out or breakage of the insert was considered, and possible loosening of the implant was suspected. On (B)(6) 2023, the revision surgery was performed. After deployment, the damage to the insert was evident at the spine and medial rear, and many debris were found to have delaminated. The surgeon performed a soft-tissue scraping, thoroughly cleaned the affected area, inserted the trial, and replaced the insert with one of the same size. The outside of the patera was also worn, but the surgeon determined that the patient was too old to replace it. Doi: (B)(6) 2006, doe: (B)(6) 2023, affected side: unknown.